Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4)

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that during collimator exchange, the collimator cart was left in the exchange area of the precedence system. As a result, the exchange arm contacted the collimator cart causing the collimator to fall to the ground. There was no malfunction of the system as this event was found to be due to use error. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that during a medium energy general purpose (megp) collimator exchange, the low energy high resolution (lehr) collimator cart was left in the exchange area of the precedence system. As a result, the exchange arm contacted the lehr collimator cart causing the collimator to fall to the ground. The lehr cart and both collimators were damaged. A philips field service engineer (fse) confirmed that there was no patient impact as a result of this issue. After the incident, the operator called the philips help desk for assistance. An fse went to the customer site to evaluate and confirm the reported issue. The fse confirmed that the reported issue of the collimator falling to the ground was a result of use error. The fse made repairs to the system, replaced the lehr collimators 1 and 2, and performed quality control tests to resolve the issue. The system is operational and in clinical use. The cause of the reported issue was due to use error.